Manufacturer narrative:
The investigation noted that the qc for sodium has not been within specifications since 30-oct-2022. There have been values outside 2 standard deviations (sd). Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
MDR codes eval conclusion code was updated.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas pro ise analytical unit. The patient sample was initially run on an abl 90 blood gas instrument. The repeat result was reported outside of the laboratory. The initial sodium result from the blood gas instrument was 121 mmol/l. The repeat result from the analyzer was 127.1 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that they have had issues with the sodium qc since (B)(6) 2022.